Event description:
It was reported that the connection at the drop port (z-site) disconnected during use. The reporter noted that the tubing probably detached, rather than broke, but they were not certain. There was no patient injury reported.

Manufacturer narrative:
One single dpt - vamp adult kit was returned for analysis. Dry blood was visible at the distal tubing connector. The tubing was completely detached from the sample site (z-site) solvent bond joint. Indication of bonding solvent was present at a small area of the tubing bonding surface. The outer diameter of the tubing was measured near the point of detachment and found within the allowable specification. Additionally, the sample site inner diameter was measured and found within the allowable specification. It appeared that the tubing detached due to insufficient bonding solvent. Visual examination was performed under 10x magnification. The reported defect was confirmed to be a related to the manufacturing process. This issue has previously been investigated and the root cause was determined to be personnel not following work instructions. The procedure was also reviewed to determine if the work instruction is sufficient; no deficiencies were identified. Awareness training, including review of the correct bonding process, was provided to the applicable operators. Because this lot number was not provided, it is not possible to determine if this unit was manufactured before or after the re-training.